Event description:
It was reported a reset occurred on the pump, and the pump was in a safe state. The pump was going to be replaced that day. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).